Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient said the second ins she had zapped her and had to have it taken out and put a new one in 2017. Caller said it was malfunctioning. Patient said it wasn't even in a year, she thinks it was six months. She lived in south carolina and had it done in north carolina. The took it out of the right side and put the replacement in the left side. No further complications were reported.